Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified antibiotic and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the device display was incrementing; however, no drips were noted in the drip chamber. The device was removed from clinical svc. Therapy was resumed using a dial-a-flow device until a replacement device was obtained. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 100 ml/hr with a volume to be infused (vtbi) of 85.6 ml and the secondary line displayed a programmed rate on 0 ml/hr with a vtbi of 0 ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel.